Event description:
Possible intermittent atrial undersensing noted on stored/current egms. Lead manufactured by pacesetter. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).